Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller stated that the blood glucose reading may have been 586 mg/dl, but stated that he was as high as 600 mg/dl. The caller stated that they met with the trainer, and she felt that the insulin pump was not delivering the insulin. The customer was vomiting and dehydrated. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.